Event description:
This pacemaker and the associated lead were explanted today. The patient had been complaining of pain since implant. It is believed the associated lead may have microdisloged. The physician is asking that the system be analyzed to insure there were no other issues that may have caused the pain.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 1 month. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.